Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as sore under the one te pad. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised temporary removal of the device for the skin irritation. Outcome of the irritation is unknown.